Event description:
It was reported that a solution administration set leaked. This issue occurred during infusion of sodium chloride. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available. Report 1 of 4.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however the reporter stated that this occurred within the last month. The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.